Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 22.2 mmol/l. The customer alleged the insulin pump was under delivering insulin. It was reported that the customer's blood glucose levels dropped down to 4.4 mmol/l at the time of incident. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.